Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and moderately tortuous anatomy causing the reported failure to advance and subsequent tip damage. During removal the device once again interacted with the anatomy causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience sierra stent delivery system (sds) failed to cross the distal left anterior descending coronary artery due to the moderately calcified and moderately tortuous patient anatomy. There was resistance met with the lesion during removal. After the failure to cross, the tip of the sds was noted to be damaged. The procedure was completed with another stent. There was no adverse patient effect. There was no report of delay in the procedure. No additional information was provided.